Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v452560, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4)\, implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient met with the manufacturer's representative because they wanted better coverage from their implantable neurostimulator (ins) therapy. The patient did not have any initial complaints about coverage but did mention they got a shock every once in a while. It was unknown when the shocking first started. Impedance testing showed electrodes #2, 6, and 7 all had values of >3600 ohms. It was noted that these electrodes were used in the patient's programming. There were no falls or trauma reported that were associated with the issue. The representative programmed the device away from the electrodes showing the open circuits and the patient was reported as getting good therapy now. The indication for use for the implanted device was noted as complex regional pain syndrome type I. If additional information is received, a follow-up report will be sent.